Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 302830 batch# 4172620. It was reported by customer that there are reported black spots or substances inside the syringes. Verbatim: a product concern for (B)(4) syringes, lot# 4172620. There are reported black spots or substances inside the syringes.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are black spots inside the syringes. To aid in the investigation, six samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot 4172620. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event.- no. Material# 302830. Batch# 4172620. It was reported by customer that there are reported black spots or substances inside the syringes. Verbatim: a product concern for pn 302830-20ml ll syringes, lot# 4172620. There are reported black spots or substances inside the syringes.